Event description:
It was reported that the patient experienced severe painful spasms in the right leg and buttock after the trial procedure prior to programming. The physician elected to pull the trial leads and patient was administered pain medication. The patient was reportedly feeling better once the leads were removed. No device malfunction was suspected. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7148623.